Event description:
It was reported that there was a software issue. Follow-up information provided was that while interrogating an ICD the programmer kept generating an error message. The patient was not harmed, it happened specifically when the programmer was commanded to print some specified reports. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the software issue. It was also noted that the programmer was out of specification on the software controlled gain, agc input and telemetry b uplink input functional tests. Also, the display self-lowers in certain positions.